Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's nurse contacted zoll on 5/21/2024 to report a possible injury. Patient reports that there were burns across their back and between the shoulder blades when they woke up and something that resembled blue gel on their body. The patient has applied an ointment to the burns, which are healing and improving.